Event description:
Device malfunction: none. Adverse event: restenosis requiring intervention. Time of adverse event: approximately 15 months post procedure. It was reported via a trail that on (B) (6) 2008, the patient underwent direct stenting of the restenosed (unk des) mid right coronary artery (rca) with a xience v stent and the pre-dilated restenosed distal rca (non-abbott) with a xience v stent. On (B) (6) 2010, the patient experienced worsening shortness of breath and angina with exertion. The patient was admitted to the hospital and diagnosed with ischemia and medication was administered. Diagnostic coronary angiography revealed restenosis within both stents implanted at index procedure. Percutaneous coronary intervention was performed; two stents were implanted. The patient was discharged the following day. There is no additional information.

Manufacturer narrative:
(B) (4). (B) (4). The other xience v stent is being reported under this same manufacturer report number. Evaluation summary: in this case, there was no reported product deficiency. Angina, ischemia, and restenosis are known adverse events as listed in the xience v instructions for use. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture or design. The xience v stent was implanted via direct stenting to treat restenosis of an unk drug eluting stent (des) in the mid-rca. The xience v IFU states: pre-dilate the lesion with a ptca catheter of appropriate length and diameter for the vessel/lesion to be treated. It should be noted that the xience v IFU also states: the xience v everolimus eluting coronary stent system (xience v stent) is indicated for improving coronary luminal diameter in patients with symptomatic heart disease due to de novo native coronary artery lesions (length less than or equal to 28 mm) with reference vessel diameters of 2.5 mm to 4.25 mm. The IFU cautions that: the safety and effectiveness of the xience v stent has not been established for subject populations with in-stent restenosis. Additionally, the IFU states: effects of multiple stenting using xience v stents combined with other drug-eluting stents are also unk. When multiple drug-eluting stents are required, use only xience v stents in order to avoid potential interactions with other drug-eluting or coated stents. In this case, it cannot be determined whether the IFU deviations contributed to the reported patient effects. All stent delivery systems are subjected to a 100% visual inspection. In addition, a quality control (qc) audit inspection is used to verify the product quality.